Event description:
Event description cpi received information that this endotak c transvenous defibrillation lead (0064) was removed from service due to high pacing thresholds. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD)(1600) this endotak lead was capped. The patient's endotak sq lead (0063) along with the aicd y connector (6836) were also removed from service, and capped. The lead system was replaced with an endotak downsize lead (0125).